Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a low o2 flow test step during testing. The device was recalibrated to address the issue. Additionally, not related to the reportable event the device was alarming for a primary audible soft alarm condition. The device's piezo speaker kit was replaced to address the issue. This would not affect therapy as the device is designed with two independent audible alarm speakers with independent circuitry which ensures the device will sound an audible alarm to alert the caregiver in the event of a speaker failure. The device was tested and passed all final testing. In addition, the device was visually inspected and found no evidence of foam degradation.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.